Event description:
Brief description: a peritoneal dialysis (pd) patient was admitted to the hospital on unknown date (patient does not remember) because he was not able to drain. Patient stated that his catheter was repositioned at the hospital for a better drain. Description of reported event: spoke to patient (B)(6) on (B)(6) 2026 and was able to confirm that he was admitted to the hospital on unknown date (patient does not remember) because he was not able to drain. Patient stated that his catheter was repositioned at the hospital for a better drain. Patient also stated that was prescribed with fibrin and during his admission to the hospital he was able to perform the treatment. Patient stated that was discharged on (B)(6) 2026. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).